Manufacturer narrative:
On 14-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the catheter was unable to deflect or relax completely. Additionally, there was signal interference observed on the ic (intracardiac) channel while the device was in the patient's body. The medical team still had monitoring of the patient's heart rhythm. A second device was used to complete the operation. The medical team also noted that the initial device had a broken tip with the wires exposed. The damage didn't result in any lifted or sharpened rings. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, electrical, deflection and a tilt test of the returned device were performed following j&j procedures. Visual analysis revealed that the tip was found broken. A detailed examination under the microscope was performed and internal parts were observed exposed. A greenish-white and grainy texture presumably corrosion in the base of the second ring was observed. Additionally, the pebax was observed wrinkled with a small rip on the surface; but, not totally broken. A deflection test was performed, and the curve was deflecting within specifications; however, the tip was observed a little bent due to the damage on the tip. Due to this condition, a tilt test was performed and the tip deviation was out of the allowable range of 10 degrees of freedom. Finally, an electrical test was performed and a signal noise was displayed on the screen. Due to this condition, the handle of the device was dissected, and the electrical coils were measured but no problem was found, all measures were according to specifications; therefore, the failure could be related to the internal parts exposed identify during the visual inspection. The electrical, deflection and tip issue reported by the customer were confirmed. The potential cause of the issues cannot be established. The instructions for use contain (IFU) the following warning and precaution: always pull the thumb knob back to straighten the catheter tip before insertion or withdrawal of the catheter. In addition, the carto® 3 system instructions for use contain the following recommendation to minimize ECG noise: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. Finally, in relation to the damage identify on the tip, the instructions for use contain (IFU) the following recommendations: do not scrub or twist the distal tip electrode during cleaning. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. A manufacturing record evaluation was performed for the finished device number lot 31353345l and no internal action related to the complaint was found during the review. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the catheter was unable to deflect or relax completely. Additionally, there was signal interference observed on the ic (intracardiac) channel while the device was in the patient's body. The medical team still had monitoring of the patient's heart rhythm. A second device was used to complete the operation. The medical team also noted that the initial device had a broken tip with the wires exposed. The damage didn't result in any lifted or sharpened rings. No patient consequences were reported.